Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer didn't reported an e70 alarm. The customer successfully rewound the pump. The customer was advised and explained the alarm maybe cause by viewing sensor glucose graph while pump is delivering a bolus. The customer found one motor error alarm. The customer was asked to perform displacement test and it passed. The customer was advised that the displacement test and manual prime were successful and motor alarm did not recur. The customer was advised to monitor pump.